Event description:
The pt stated, that while attempting to prime her infusion device the plunger of the insulin cartridge became stuck on the piston rod and insulin leaked into the cartridge compartment. The pt was instructed to dry the insulin from the cartridge compartment and then the pt's husband was instructed how to remove the plunger from the piston rod. The pt has a backup infusion device but declined assistance with setting it up. The pt was then assisted with changing her insulin cartridge and priming the infusion device. No physiological effects were reported. Upon follow up the pt stated that she had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.